Event description:
It was reported that this pacemaker system exhibited a lead safety switch (lss) from bipolar to unipolar sensing configuration due to out-of-range pacing impedance measurements greater than 2000 ohms on both atrial and ventricular channels. The physician reprogrammed to bipolar, but the right ventricular (rv) lead exhibited high capture thresholds of seven volts. It was noted that the patient experienced syncope because of loss of capture (loc). The measurements were acceptable with bipolar sensing and unipolar threshold. X-rays confirmed that both the right ventricular (rv) lead and right atrial (ra) lead were broken. The minute ventilation (mv) feature was deactivated by the physician a few months later. Currently, this pacemaker system remains implanted.